Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of aseqf020 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (aseqf020) have been reported from the same facility.

Event description:
It was reported that when the drug was infused the nurse saw the leak on the plastic hub. No other information was provided.